Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff reported that the pt leaned forward in the hospital bed and the check valve in the manifold detached. The medication being infused was a chemotherapy agent. There were no pt complications reported as a result of the alleged event. The nurse installed another manifold set and therapy was continued. The device lot number was not known and not provided, and additional information is not available. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Reference: (B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.